Event description:
Information was received indicating that a smiths medical disposable tubing was experiencing a leak at the height of the filter. This issue occurred twice with this patient. Flolan (epoprostenol) was being infused at the time. There were no reported adverse events.

Manufacturer narrative:
Other, one cadd extension set from p/n 21-7106-24, l/n 3840935 was received in used condition without its original packaging. The sample was visually inspected at a distance of 12" under normal conditions of illumination; no discrepancies were detected. The returned sample was tested using a syringe in order to detect any discrepancies that could affect the product functionality; a leak was detected in the filter. The reported issue was able to be confirmed and the cause was attributed to manufacturing.